Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The clinical file was not provided. Review of the device history log revealed several lead off and check pads messages suggesting ECG was inconsistent. These user advisories can be caused by multiple factors including poor coupling of the electrodes/pads to the patient, poor connection of cables, or poor connection to the device. The multifunction cable and ECG cable used were not returned for evaluation. No trend is associated with reports of this type.